Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm with a diameter ranging from 4.2 to 4.6 cm, which had grown over the past 7 months from 3.5 cm. The aortic neck was 2 to 3 cm long and 16 to 17 mm in diameter with severe 60 degree angulation, and the diameter at the aortic bifurcation was small at 14 to 16 mm. The iliac arteries were moderately tortuous, mildly calcified, without thrombus, and narrow at about 8 mm in diameter bilaterally. The patient also had accessory renal arteries present. It was reported that after the aneurx bifurcated stent graft (MDR#2953200-2009-00608) was partially deployed, there were difficulties cannulating the contralateral gate, due to both anatomy and user's technique. Numerous dilators and sheaths were attempted, including snaring a wire from the ipsilateral side. When trying to cannulate the gate, the bifurcated stent graft had moved distally, so the physician elected to convert the patient to an aorto-uni-iliac (aui) graft and perform a fem-fem bypass. To create the aui, the physician implanted an aneurx iliac extender cuff without issues and then an aneurx aortic cuff (MDR#2953200-209-00609); however, during implantation, the cuff covered both renal arteries and could not be moved down to the angled neck anatomy. The physician then elected to explant the stent grafts and perform an open surgical conversion. However, after the open surgical conversion, a weak pulse was found in the right leg, and almost no pulse was found in the left leg. The physician then elected to use a fogarty catheter to perform a thrombectomy and remove some clot found in the iliac arteries. Then, a dissection of the proximal common iliac artery was noted, so the physician elected to implant 2 stents (8 x 60 and 8 x 40) from another manufacturer in the common iliac arteries in a kissing technique, which successfully resolved the dissection. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Conclusion: (severely angulated aortic neck; small aortic bifurcation; moderately tortuous and narrow iliac arteries).